Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed high out of range (oor) pacing lead impedance (pli). Attempts were made to obtain additional information but were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.